Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery, an ophthalmic handpiece exhibited poor aspiration in the phaco mode. The surgery was continued and completed without any other issues. Procedure details and patient impact were not reported.